Manufacturer narrative:
(B)(4). Although it was confirmed that the device involved will not be returned for evaluation, the investigation is still ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: lor needle causing dura puncture. Tuohy needle did not achieve loss of resistance and the needle advanced to far causing dura puncture. Patient had to have a blood patch.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it was confirmed that no samples are available for evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. While we are not able to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.